Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Review of the provided calibration and qc data did not indicate a general, reagent, or system issue. It was noted the customer was not following the tube manufacturer's recommendation for centrifugation time and speed which may have caused an issue with sample quality and contributed to the issue.

Event description:
The customer received a questionable total psa total (free + complexed) psa - prostate-specific antigen (total psa) result for one patient sample. The initial result was 0.016 ng/ml and was reported outside the laboratory. The first repeat result was 4.47 ng/ml. The sample was recentrifuged and retested. The result was 4.67 ng/ml. The patient was not adversely affected. The total psa reagent lot number was 175625. The expiration date was requested, but was not provided. A bubble was found in the "m" bottle of the reagent.

Manufacturer narrative:
This event occurred in (B)(6).